Event description:
Per the clinic, on (B)(6) 2016, during attempted insertion of the electrode array, the sheath allegedly broke away from the electrode resulting in the surgeon to discontinue use of the device. The patient was successfully implanted with the backup cochlear implant. There is no report of patient injury associated with this event.